Manufacturer narrative:
This is 5 of 7 reports (5th MDR). H3 other text : the device is not available for evaluation.

Event description:
The survey conducted in france. Results from the survey stated that adverse events (allergic reaction, infection, neurological deficits, and vasospasm ) were reported. No other information was provided.

Manufacturer narrative:
This is 5 of 7 reports (5th MDR). Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that a post-market clinical follow-up (pmcf) survey was conducted for axs vecta 71, (device number unknown, quantity (B)(4)) and axs vecta 74 (device number unknown, quantity (B)(4)) and responses (double blinded) from physicians was received on 20 nov 2023. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to ¿patient allergic reaction', 'patient infection', 'patient neurological deficit' and 'patient vasospasm serious¿.

Event description:
The survey conducted in france. Results from the survey stated that adverse events (allergic reaction, infection, neurological deficits, and vasospasm ) were reported. No other information was provided.